Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the system and confirmed the reported issue. The bag vent switch assembly was reassembled to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, bag to vent switch was stuck. There was no reported patient involvement.